Event description:
After 19 years of cochlear implant use, this patient reportedly was involved in a traffic accident (date unknown). After this accident, the patient's implant reportedly moved out of place and required explantation in 2005. A new device was implanted on the contralateral side. The explanted device will not be returned to cochlear for analysis.